Event description:
This event is being reported based on a retrospective review following a change in reporting criteria for this nerve stimulator. The manufacturer has changed/improved the criteria following discussions held with the osb. The new reporting rationale states that regardless of outcome, if a user alleges failure to stimulate or intermittent stimulation, the event is reportable. A light emitting diode (led) on the unit advises the user when an electrical current was delivered - stimulation can only be confirmed by the target nerve's physical reaction. If the user misinterprets an unlit led to mean the device is not stimulating, there is the potential for patient injury. A customer returned a vari-stim iii nerve stimulator reporting that it would not heat up (would not light). The device was returned and the reported event could not be verified.

Manufacturer narrative:
Evaluation summary: the device was tested in an "as received condition," initially in between positions, and the device would not light. The device was then functionally tested in all 3 positions and no fault was found. The analysis findings are consistent with use/misuse error. Method: analysis of labeling performed. Actual device involved in incident was evaluated. Conclusion: device evaluated. An alleged failure could not be duplicated. The vari-stim iii nerve stimulator is a battery powered nerve locator with continuous output current adjustable to approximately 0.5 ma, 1.0 ma, and 2.0 ma. An attached single use, disposable subcutaneous needle electrode acts as a positive ground. During surgery, a lit led confirms delivery of current. If the led is not activated, the device can be tested by touching the probe tip to the needle electrode. This product was being used for treatment, not diagnosis. It is intended for the stimulation of exposed motor nerves or muscle tissue to locate and identify nerves and to test nerve excitability. If the system fails to perform as intended, (deliver current to exposed motor nerves or muscle tissue) it presents the potential for temporary or permanent damage to the nerve that is present. The IFU directs the user to monitor the led to ensure an electrical circuit was achieved to prevent a false negative interpretation. It should be noted that there are many non-device related issues that can block a completed electrical circuit or inhibit a response: such as the use of paralytic anesthesia agents; non-conductive/dry tissues, or a nerve fatigued by overstimulation. In addition, damage to the device or misuse can lead to a device malfunction. When such situations occur, the surgeon can falsely misinterpret the information as a negative, ie, that a nerve is not present when it really is present. In this case, there is no evidence to confirm the event - the report is inconclusive as to the cause of field observation. However, when information suggests that the vari-stim had the potential to not deliver current, it is conservatively assumed that the failure was device-related and may have gone undetected.